Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, mobility. Spontaneous loss, patient brings implant in hand to check up.